Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left knee. It was reported that the top of the tray of the inner sterile blister was cracked. Surgeon elected to not use the implant due to sterility concerns. Another implant was obtained with a surgical delay of less than a minute while a tourniquet was in use.

Event description:
Primary procedure, left knee. It was reported that the top of the tray of the inner sterile blister was cracked. Surgeon elected to not use the implant due to sterility concerns. Another implant was obtained with a surgical delay of less than a minute while a tourniquet was in use.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed based on evaluation of the returned packaging. Method & results: -device evaluation and results: the outer blister was returned with the tyvek lid removed on three sides (one side remains sealed). One side flange/lip of the outer blister was broken off the outer blister and remains attached to the tyvek lid. There is evidence of a good seal on the outer blister. The device was returned inside the outer blister, it appears unremarkable. The inner blister and outer carton were not returned. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event indicated the packaging was noted to be damaged upon opening. The outer blister was returned with the tyvek lid removed on three sides (one side remains sealed). One side flange/lip of the outer blister was broken off the outer blister and remains attached to the tyvek lid. There is evidence of a good seal on the outer blister. The device was returned inside the outer blister, it appears unremarkable. The inner blister and outer carton were not returned. Without evaluation of the pack carton it is not possible to determine the cause of the reported pack damage, however it appears that this pack was subjected to excessive handling/a shock event to cause the damage noted. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.